Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 5pm in the evening when he allegedly obtained an error message when attempting to use the subject device to measure his blood glucose, although he could not remember specific details regarding the error message. The patient stated that he does not take any medications to manage his diabetes, and he reportedly continued with his usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of light-headed on (B)(6) 2015 at approximately 10am (the following morning), and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to walk the patient through a re-test and was unable to resolve the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.